Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Most recent technical onsite visit from field service engineer (fse), and performed and signed service installation record (sir). System meets specification as per sir. During technical onsite visit the field service engineer (fse) replaced arf regulator. Field service engineer (fse) performed system verification as per sir (service installation record) during onsite visit. Field service engineer (fse) confirmed that the reported issue was caused due to the regulator. After replacing the regulator, the issue was resolved. Without sample no deeper root cause analysis is possible. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported possible gas regulator leak during unknown timing of the procedure.